Event description:
It was reported that during an implant of an advance sling system, the mesh ripped on one of the arms. The half of the device that was intact was left in the pt. A revision was scheduled for (B)(6) 2013, but was canceled for unk reasons and unk if the surgery had been rescheduled. No other pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.